Manufacturer narrative:
Concomitant medical products: 5054-58 lead, (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. During the implant procedure the implantable pulse generator (ipg) wrench was unable to engage the atrial lead set screw and the lead could not be tightened in the header. The lead was capped and replaced. The device was not used and another device was used. No patient complications have been reported as a result of this event.